Event description:
Edwards received notification from a field clinical specialist that a patient underwent successful transfemoral tavr with a 23mm s3u valve. Post device removal, the physician observed the tip of the 14fr esheath+ was torn and a piece was removed from the arteriotomy. There were no patient complications and the implanting team believed nothing was left in the patient. The perceived root cause was expansion of the distal tip of the sheath as the valve passed through. There was no difficulty with insertion and nothing out of the ordinary was noticed until the sheath came out. It was then noted that the piece that tears away at the distal end of the sheath had stretched out more than usual and broke off after it came out of the body. They pulled the small piece from access site at the level of the skin, not quite that deep. There were no difficulties withdrawing the devices noted. A cutdown was not required for removal.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device not available.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath distal tip torn and system components separate during use were unable to be confirmed due to no imagery/device returned. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''patient underwent successful transfemoral tavr with a 23mm s3u valve. Post device removal, the physician observed the tip of the 14fr esheath+ was torn and a piece was removed from the arteriotomy. There was no patient complication and the implanting team believed nothing was left in the patient.'' Per the follow up communication, e perceived root cause was expansion of the distal tip of the sheath as the valve passed through. There was no difficulty with insertion and nothing out of the ordinary was noticed until the sheath came out. It was then noted that the piece that tears away at the distal end of the sheath had stretched out more than usual, and broke off after it came out of the body. They pulled the small piece from access site at the level of the skin, not quite that deep. There were no difficulties withdrawing the devices noted. A cutdown was not required for removal.'' The failure mode is characteristic of sheath tip tear events as described in a product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. In addition, it is possible that the torn tip separated during sheath removal by potentially catching onto the access site. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (sheath distal tip caught on access site) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A product risk assessment (pra) was previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities regarding tip expansion which were identified during previous investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.